Event description:
Event description guidant received information that the patient has 'sustained injuries as a result of the implant of a faulty or defective pacemaker' according to the attorney. No other information was given.